Event description:
It was reported that an 8100 lvp display board was replaced because the 4th segment was dim. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. H3 other text : device not available for evaluation